Event description:
It was reported that the deep brain stimulation (dbs) patients non-rechargeable implantable pulse generator (ipg) had reached its end of life. The patient had used high energy stimulation settings however it was unclear whether the ipg reached its end of life prematurely. Therefore, the patient underwent an ipg revision procedure wherein the ipg was explanted and replaced. The patient was doing well postoperatively.

Event description:
It was reported that the deep brain stimulation (dbs) patients non-rechargeable implantable pulse generator (ipg) had reached its end of life. The patient had used high energy stimulation settings however it was unclear whether the ipg reached its end of life prematurely. Therefore, the patient underwent an ipg revision procedure wherein the ipg was explanted and replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Device analysis performed on the returned ipg revealed that it reached its end of service (eos) state upon receipt using a known good remote control (rc). Analysis of the data logs revealed that it had reached the elective replacement indicator (eri) after 1 month and 21.2 days which was approximately 96 percent of the batterys estimated longevity of 1 month and 23.3 days. Observation from the field confirmed that the patient used high rate settings on the ipg. A labeling review was performed and it states failure to replace the ipg after reaching its eos may lead to reduced programming capabilities and loss of stimulation.

Event description:
It was reported that the spinal cord stimulation (scs) patients non-rechargeable implantable pulse generator (ipg) had reached its end of life. The patient had used high energy stimulation settings however it was unclear whether the ipg reached its end of life prematurely. Therefore, the patient underwent an ipg revision procedure wherein the ipg was explanted and replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Device analysis performed on the returned ipg revealed that it reached its end of service (eos) state upon receipt using a known good remote control (rc). Analysis of the data logs revealed that it had reached the elective replacement indicator (eri) after 1 month and 21.2 days which was approximately 96 percent of the batterys estimated longevity of 1 month and 23.3 days. Observation from the field confirmed that the patient used high rate settings on the ipg. A labeling review was performed and it states failure to replace the ipg after reaching its eos may lead to reduced programming capabilities and loss of stimulation.